Event description:
Customer reported going to the emergency room with a low blood glucose (bg) level of 35 mg/dl and sustained a bump on the head. The customer took glucose tablets and carbs to address their bg, but was given intravenous fluids of saline, which resolved the issue, and was released from the ER on the same day. System check with tandem technical support confirmed the pump was functioning as intended and that the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days.